Event description:
The customer reported that although a death occurred and it is no way related to philips equipment, the customer wanted to retrieve pt data.

Manufacturer narrative:
(B)(4). The customer reported that although a death occurred and it is no way related to philips equipment, the customer wanted to retrieve pt data. This is being reported in abundant caution due to the fact that a death occurred. The customer clearly stated that he is looking for assistance on how to get a pt's info. The customer stated that philips equipment did not have any impact or relationship to the death. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.